Manufacturer narrative:
The specimens were collected in bd edta 3.0 ml vacutainer tubes and sampled within 1 hour of drawing. The specimens were stored at room temperature and placed on mechanical rocker prior to sampling. Per the customer complaint record, the instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before this incident and recovered within assay limits. Controls were run after this incident and 5c normal recovered low for hgb, mch and mchc. The customer replaced the diluent reagent, cleaned the blood sample valve (bsv), performed reproducibility and ran controls to verify instrument operation. No further issues were reported. Service was not dispatched for this event since the customer resolved the issue; however a bec field service engineer (fse) continues to monitor instrument operation. Per labeling: as appropriate, the lh500 series applies instrument generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, and suspect or definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to the requirements of the patient population, of all results displaying a flag, code or message.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 500 instrument generated erroneous complete blood count (cbc) results (low wbc, hgb, mch, mchc and high rbc, hct and platelet) for three (3) patient specimens with an instrument generated flag for platelet parameter only on the initial run of the first patient. The first patient specimen was rerun twice and recovered correct results. The first patient specimen was sent to a reference lab several days later to confirm the lh500 results. The other two (2) patient's specimens were also rerun and recovered correct results. The customer reported the rerun results. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. There was no death, serious injury, or effect to patient treatment associated with this event.